Manufacturer narrative:
New information: mentor received additional information indicating the patient underwent bilateral removal and replacement with mentor smooth round high profile 630cc saline implants, catalog # 3503630, s/ns (B)(4) (l) and (B)(4) (r). The additional information also indicated the right implant was the deflated one, not the left one as previously reported on initial report dated 10/4/2018 as well as the correct lot number being 5541646, not 5558731 as previously reported on the initial report also. Device evaluation summary: it was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 630cc and experienced deflation on the right breast implant. As a result, the patient underwent bilateral removal and replacement with mentor smooth round high profile 630cc saline implants, catalog # 3503630, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. The device was returned to mentor without fluid inside. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered leakage at the valve. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. The device history record (DHR) of lot number 5541646 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet concomitant products: mentor smooth round high profile 630cc saline breast implant, catalog # 3503630, (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 630cc saline breast implant, catalog # 3503630, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 630cc and experienced deflation on the left breast implant. As a result, the patient underwent removal of the implant on (B)(6) 2018.